Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient had a personal injury as a result of a defective medtronic synchromed ii system's failure to deliver med ications as prescribed. It was noted the pump was either explanted or replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient had to undergo additional surgeries and multiple hospitalizations and treatments that would not have been necessary if the pump had not failed. For the past 20 months , the patient lived with severe, increased pain that was not controlled by the smaller pump. The patient anticipated being in pain for the foreseeable future.